Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient needed to find out if they could have an MRI with their device turned off. The patient stated their device was turned completely off because they were going to have surgery and have it taken out. The patient had a stroke and they needed to do an MRI. The doctor took the handset and communicator from them at the office when they scheduled the surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said the device was giving them nothing but trouble since they got it in. The doctor that put the device in quit or moved and patient got a new doctor. The doctor's name was unable to be obtained on the call. A voicemail was left with the patient to call back and confirm the doctor's name.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.